Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient impact was reported." (No consequences or impact to patient). Product problem(s): "knives from the custom pack would not cut." (Dull). Nurse reports that knives from the custom pak do not cut. They have to use standalone knives in replacement. No patient injury was reported. Additional follow-up information was requested.